Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during an ivc filter placement procedure the cook celect platinum navalign jugular vena cava filter set, g34309, was used. After unsheathing the ivc filter and depressing safety button, then pressing deployment button filter would not detach from hook". Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the blue sheath and the jugular introducer with loaded celect-pt filter were returned inside original, but opened tray. On the introducer the red safety lock was pressed, ie the system was unlocked. On the sheath a minor kink was noted in the area corresponding to grasping hook and filter hook attachment, but despite the kink the filter and the introducer with the filter could easily be advanced and when pressing the release mechanism the filter detached as intended. Based on these findings the exact reason for the difficulties encountered cannot be determined, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". Cook medical will continue to monitor for similar events.